Manufacturer narrative:
(B)(4).

Event description:
Patient reported when she bent forward, the device moved and physically hurt her. Patient requested the generator be removed and the generator was explanted. No additional relevant information has been received to date.